Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the drive support cap was found slightly loose and the insulin pump had a cracked display window, a cracked case near the display window corner, cracked reservoir tube and tube lip and window, cracked belt clip slot, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The drive support cap was sticking out. Customer's blood glucose level at the time 152mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)